Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, the patient reported that there was occlusion troubleshooting indicated issue with the infusion set site within 3 or more hours after insertion on thigh. The patient changed soft cannula infusion set only and resumed insulin. No further information available.